Manufacturer narrative:
Batch review performed on 02 aug 2021: lot 115296: 18 items manufactured and released on 21-march-2012. Expiration date: 2017-feb-28. No anomalies found related to the problem. To date, 17 items of the same lot have been sold without any similar reported event since 2017.

Event description:
The patient came in reporting pain in the thigh and x-rays indicated that there was lucency in the stem. The stem was loose proximal and fixed distal. 9 years and 6 months after the primary surgery, the surgeon revised the stem and head and the surgery was completed successfully.